Manufacturer narrative:
A ge service representative performed an onsite investigation. The kv controller pcb was evaluated and replaced. A full generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in a loss of fluoroscopic and film mode functionality. There is no report of a patient injury or death associated with this event.